Event description:
It was reported that the patient started having a thumping sensation in their chest a few days post-left ventricular (lv) lead implant. The patient went to the hospital and it was reportedly found that the lead had moved and was pressing on a nerve. Programming adjustments were made to resolve the thumping or nerve stimulation. The patient saw their physician the following day. The patient said that the clinician started making further adjustments, which the patient then requested they not do, until it could be determined what was adjusted the previous day in the hospital. The patient was unsure if further programming adjustments were ultimately made. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2020; product ID: 407652 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.